Event description:
A malfunction was reported on a pump, and the caller requested a new pump. There was no reported impact to the customer¿s blood glucose level. The caller was informed that the pump must be available for troubleshooting first, and a follow-up was scheduled for 3:15 pst, although the pump's serial number could not be verified at the time of the call. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.